Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report: # (B)(4). Product not returned for evaluation. Customer discarded the device. Most likely underlying root cause mlc-102 scratched strip issue. Test strip UDI#: (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for dead meter. The customer is concerned with meter not turning on. The expected fasting blood glucose test result range is 76-90mg/dl. Customer did not have diabetic symptoms and did not need medical attention at the time of call. The customer reported previous symptoms of headache, weak, dizzy, very hungry, blurry vision, and sweaty and medical attention is reported. Customer went to the hospital on (B)(6) 2019 and was there for 2 hours. States his blood sugar at the hospital was 42mg/dl fasting and was diagnosed with hypoglycemia. Customer states they did not treat him at the hospital. The product is stored according to specification in the bedroom. During the call, troubleshooting was performed by the customer and produced test results of dead meter using meter. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is 3/31/19. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) sections with additional information as of (B)(6) 2020: h6: updated FDA's method, result, and conclusion codes h10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Internal report: #(B)(4). Product not returned for evaluation. Customer discarded the device. Most likely underlying root cause mlc-102 scratched strip issue. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call to ensure that the customer symptoms improved and replacement products resolved the initial concern - able to establish contact with customer who indicated that is comfortable with results from the replacement meter.

Event description:
Consumer reported complaint for dead meter. The customer is concerned with meter not turning on. The expected fasting blood glucose test result range is 76-90mg/dl. Customer did not have diabetic symptoms and did not need medical attention at the time of call. The customer reported previous symptoms of headache, weak, dizzy, very hungry, blurry vision, and sweaty and medical attention is reported. Customer went to the hospital on (B)(6) 2019 and was there for 2 hours. States his blood sugar at the hospital was 42mg/dl fasting and was diagnosed with hypoglycemia. Customer states they did not treat him at the hospital. The product is stored according to specification in the bedroom. During the call, troubleshooting was performed by the customer and produced test results of dead meter using meter. The test strip lot manufacturer's expiration date is 08/27/2020 and open vial date is (B)(6) 2019. The meter memory was not reviewed for previous test result history.